Manufacturer narrative:
Device received with stripped battery cap coin slot noted. Device passed displacement test, self test, rewind test, off no power test and all operating currents tested within the specific range. No unexpected low battery alarm were noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was shut off unexpectedly. Customer's blood glucose value was unknown. Customer also stated that scratches on the screen of the insulin pump also insulin pump was slower during the rewind. Customer also stated that battery cap was stripping out and battery life was diminished since first getting the insulin pump. The device will not be return for analysis.